Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the foil pack cut the fingers of the or staff, opening the skin to infection. The cut was treated with topical skin adhesive. The injury is reported to be healed. No additional information was available.